Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic pancreatectomy procedure, when beating the tail of the pancreas, the suture was incomplete at the distal part and the stitching was poorly formed. A new reload was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
Additional information: g4, h3, h6 h3 evaluation summary: post market vigilance (pmv) led a photographic evaluation of two photographs of a device. A visual inspection of the returned photos noted that the reload was partially fired. The jaws were open. Staple pushers were visible at the 4cm cut line. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A definitive root cause could not be determined with regard to the reported condition. Without the physical product, a definitive root cause could not be identified. If information is provided in the future, a supplemental report will be issued.